Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that insulin began to shoot out during the manual prime. After rewinding the insulin pump, the pump gave an alarm that she was unable to clear. The blood glucose reading was 282 mg/dl. To troubleshoot the alarm, the customer was advised to disconnect from the insulin pump. Customer stated that the insulin pump was not bumped or dropped. Customer also received a low reservoir alarm. Troubleshooting was not completed due to the call disconnecting. The customer treated with manual injection. Nothing further was reported.